Event description:
It was reported that a patient underwent an alternative incontinence therapy after previous advance sling incontinence device implantation on (B)(6) 2010. The information received indicates this patient experienced a worsened incontinence status sometime after implantation. No further patient complications have been reported in relation to this event.